Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented symptomatic with left arm/leg tingling and a headache. The pt's inr was supratherapeutic and a CT scan revealed that the pt suffered a hemorrhagic and embolic stroke. The embolic stroke was believed to be related to carotid artery disease. The decision was made to withdraw support and the pt expired. The center stated the pump functioned as intended at the time support was withdrawn. The pump will not be explanted.

Manufacturer narrative:
The pt expired and the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.